Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 months due aortic insufficiency with perivalvular leak. Per the healthcare provider, this patient had several episodes of bactermia with mrsa which she harbors chronically in her urinary tract. She returned now with mitral insufficiency and perivalvular leak of her aortic valve. It was noted that the prosthetic valve tissue appeared normal at the time of explantation. The device was replaced with another edwards bioprosthetic valve. No operative complications reported.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the healthcare provider indicated that this patient had several episodes of bacteremia associated with (B)(6). The op report also documents the mitral valve being involved with endocarditis. Unfortunately, the root cause of this event cannot be confirmed without the sample device. However, it appears that the patient's leak may have been related to the patient's endocarditis. No further actions are possible with the available information.